Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor and experienced a sensor failure during the warm-up period. The patient removed the sensor from her arm and reported that the sensor wire had detached from the sensor pod and remained embedded in the skin. Following this, the patient contacted her primary care physician (pcp), who advised her to seek evaluation at the emergency department (ed). At the ed, an x-ray was performed, which showed no evidence of a retained sensor wire. However, the patient was informed that the wire may not have been visible on the x-ray due to its small size. As a precaution against potential foreign body infection, the patient was discharged with a prescription for oral antibiotics (cephalexin 500 mg, once daily for 10 days). She was also advised that surgical intervention might be necessary if an infection were to develop. At the time of the report, the patient was asymptomatic and reported doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code problem code: f2304 prophylactic treatment / code not available. H6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available.